Event description:
It was reported that within one month of implant, the patient was admitted to the hospital for hematoma evacuation. During the procedure, blood was found in the lead insulation, and insulation breaks were noted in three locations. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2003. (B)(4).